Event description:
Edwards received information that a patient underwent transcatheter valve-in-valve intervention due to stenosis secondary to calcification after an implant duration of twelve (12) years, ten (10) months. A 29mm transcatheter valve was implanted inside a 31mm bioprosthetic valve in the tricuspid position. The procedure was performed by trans-venous approach. The procedure was successful and the patient was noted as doing well.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Without return of the device or additional information the root cause of the event is indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.